Event description:
During a revision surgery, device was reported as not interfacing properly, which led to significant delay.

Manufacturer narrative:
Preferred terms: (B)(4): prolonged surgery. (B)(4): root cause not established.